Manufacturer narrative:
This report is for an unknown cage/spacers: t-pal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: vadim anatol¿evich byvaltsev et, al (2018), analysis of postoperative outcomes of degenerative disease of the lumbosacral junction, coluna/columna vol. 17(3), pages 180-184 (russia) http://dx.doi.org/10.1590/s1808-185120181703193838. The aim of this article is to analyze the clinical efficacy and causes of unsatisfactory outcomes of surgical treatment of patients with degenerative diseases of the lumbosacral junction of the spine. Between january 1, 2007 to december 1, 2012, a total of 619. There were 3 groups. Group 1 has 352 patients (214 males and 138 females) with a mean age of 30 ranges 27-48 with microsurgical removal of the hernia of the ivd was performed by the caspar method. Group 2 has 83 patients (52 males and 31 females) with the mean age of 29 ranges 26-44 years had discectomy through extraperitoneal pararectal access with implantation of the competitor¿s device. In group 3 there were 184 patients (119 males and 65 females) with the mean age of 32 ranges 29-49 years had unilateral facetectomy with or without contralateral foraminotomy, transforaminal spondylodesis using a competitors device, and open transpedicular stabilization applying the conmet system through the median access; in a number of cases, reconstruction of the spinal canal was performed through the paramedian access in the volume of facetectomy with or without contralateral foraminotomy, and interbody fusion applying the ¿t-pal¿ cage (synthesys, switzerland) using the tlif technique with combined transpedicular fixation. The mean duration of follow-up was 36 months. The following complications were reported as follows: 3 patients had trauma dm (dura mater). 3 patients had damage to root. 5 patients had formation of postoperative hematoma. 4 patients had infection of a postoperative wound. 8 patients had deterioration of neurologic symptoms. 9 patients had formation of a herniated disc adjacent segment. 7 patients had pseudoarthrosis. 1 patient had instability of the fixing structure. This report is for a synthes t-pal cage. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.